Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call large discrepancies between sugar glucose vs blood glucose. Customer advised that their sugar glucose vs blood glucose was off by 100 points and threshold suspend has triggered 2 different times. Customer's blood glucose reading was 300 mg/dl and sugar glucose reading was 89 mg/dl. Customer's isig value is 15.89 which was not in acceptable range. Troubleshooting for the calibration error was performed. Customer advised the calibration error alert does not occur after the 1st calibration attempt. Customer discontinued troubleshooting because of high blood glucose levels. Customer's blood glucose was 353 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer advised they experienced nausea. Customer advised the night before their blood glucose level was 78 mg/dl and the threshold suspend triggered. Customer was advised to continue to do good calibrations and in time the system may correct itself and the sg vs bg will get closer.